Event description:
The complaint was reported as: complaint alleged: the blue wrap was punctured either in the manufacturing process or during shipping. They noticed the issue when they opened the plastic wrap. The product was not in contact with a patient. No patient injury reported.

Manufacturer narrative:
A device history report (DHR) was reviewed and no issues or discrepancies were found that could potentially relate to this complaint. Sample received by manufacturer, but investigation is incomplete at time of this report.